Event description:
It was reported the mcl20 was used during an unknown procedure. It was reported by the affiliate there was "asfect of the clips-are not as usual".there was no consequence to the pt.